Manufacturer narrative:
(B)(4). Date sent: 8/14/2025 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient had a linx device implanted in 2016. He started experiencing gerd symptoms recently and had an ugi. The ugi showed that the device might be broken. Surgeon will review the images and meet with the patient on tuesday, on (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 8/29/2025. Photo summary: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: disrupted device, the long streak of white is contrast but with one view I can¿t make much comment on that. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2025. Additional information was requested, and the following was obtained: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. (B)(6) 2025. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength?no what was anatomical position of the MRI? N/a. Did the patient have any other surgeries in the area? No. Did the patient receive any dilations while the linx was implanted? No. Was any additional imaging performed since device implant? N/a. Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Yes, will removal the broken device and place with a new linx device if possible. If not, we will remove the broken linx device and do a nissen fundoplication. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Yes. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.